Event description:
It was reported to medtronic minimed that the customer experienced no communication with their simplera sensor. The customer also experienced hypoglycemia which was treated with glucose/carb intake. The event involved product(s) mmt-5120c1. Troubleshooting was performed, and the customer was advised to review the paired devices screen, where it was confirmed that the simplera sensor serial number was paired to the pump. The customer was informed that the simplera sensor would need to be re-paired. The simplera sensor was subsequently deleted from the pump and re-paired; however, the pump and the simplera sensor were still unable to communicate. The customer was advised that the simplera sensor may not be functioning properly and that a replacement would be provided. Troubleshooting was performed and it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event; however, it could not be determined whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. Product return is not required for mmt-5120c1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.